Event description:
The customer reported there was a popping sound coming from the c-arm. They think it might be a tube arc. No pt injury was reported.

Manufacturer narrative:
The system was reported making popping sounds, the ge service rep made an exposure and did hear the popping sound. He opened up the covers and removed the powercap module and did find carbon deposits on the casing where it rest on the chasis. He put in another powercap module. After he installed it and made another exposure, there was another popping sound, this time it was in the tube. He removed the tube covers and inspected the high voltage candlesticks and found that the cathode side was arcing because of the carbon build up. He ordered a new tube and a new powercap module. The arc took out the igbt snubber board as well. The system drove to max kv and ma. No images were produced on the monitor. He also ordered a new snubber board too. He concluded that it was the tube that was causing the arc and that cause other boards to fail as well. The x-ray tube is defective. The rep replaced the x-ray tube, the snubber board, and the powercap module. After replacing those parts, he performed a filament calibration. The system performed as intended at the low kv ma and also that 120 kv shot. No more arcing was detected. Handed system back to the customer. System working as intended.